Manufacturer narrative:
(B)(6).the sample was discarded by the customer and not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a seven day infusor leaked. The reporter stated that there was liquid in the overpouch. The reporter further stated that the device appeared to be intact, the tubing was attached to the device, and the balloon appeared to be intact. The device had been filled with fluorouracil (3000mg). There was no patient involvement. No additional information is available.